Event description:
Rn informed respiratory therapist that she observed a little blue piece of plastic disappear into the patient's nare. At the time the patient was intubated and sedated. Respiratory therapist was able to visualize object with flashlight and remove it with tweezers. Object identified as the bite block blue silicon cover placed on the end of the bite block holder. The cable was not cut before the blue cap was placed over it.====================== health professional's impression======================the blue cap is too loose. It shouldn't be able to slip off that easily.